Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii-IV and inflammation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii-IV and inflammation. Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number:(B)(6).continued e.1. Facility name: (B)(6).a review of the device history record has been completed. No deviations or non-conformances noted.the event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: capsular contracture, baker grade iii/IV.